Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as not all components were returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. In addition, analysis of the returned device found the posterior foot was broken off and not returned with the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of both the right (rcfa) and left (lcfa) common femoral arteries were attempted using proglide devices after a percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, cuff misses occurred with the two proglide devices, one in the rcfa and one in the lcfa. Hemostasis was achieved in the rcfa and lcfa using a proglide device in one access site and a non-abbott device was used in the other access site. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.